Event description:
It was reported that the programmer's touch pen was not working despite the touch pen being replaced twice. Cycling power to the programmer had no impact. The caller cannot calibrate since icons are not available and was unable to cancel from the "find patient" screen. The caller was advised to put the programmer into hibernation, however that was unsuccessful. The caller was trying to run the service diskette and if the situation persisted then the programmer was to be returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.